Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from 14 patients with unknown status regarding symptoms of covid-19. Patient samples were collected in (B)(6) 2021. 15 test reports for xpert xpress sars-cov-2/flu/rsv results and 55 abbott ID now results were submitted by customer; however, none of the results could be verified for which samples they were for. Upon discussion with cepheid patient safety board, customer explained that their report is for multiple abbott ID now sars-cov-2 positive results that were sars-cov-2 negative when tested with xpert xpress sars-cov-2/flu/rsv. The customer reported that they believed the xpert xpress sars-cov-2/flu/rsv negative results to be correct and that the abbott ID now positive results are false positives. Review of data provided by the customer showed normal amplification curves for all tests. Root cause is due to contamination of comparator platform. There is no evidence of product malfunction and there was no patient harm. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from 14 patients with unknown status regarding symptoms of covid-19. Patient samples were collected in (B)(6) 2021. 15 test reports for xpert xpress sars-cov-2/flu/rsv results and 55 abbott ID now results were submitted by customer; however, none of the results could be verified for which samples they were for. Upon discussion with cepheid patient safety board, customer explained that their report is for multiple abbott ID now sars-cov-2 positive results that were sars-cov-2 negative when tested with xpert xpress sars-cov-2/flu/rsv. The customer reported that they believed the xpert xpress sars-cov-2/flu/rsv negative results to be correct and that the abbott ID now positive results are false positives. Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.